Event description:
It was reported that stent dislodgment occurred. During the procedure to treat a moderately diffused lesion in the left anterior descending (lad) artery and right coronary artery, a 38 x 3.50 promus elite drug-eluting stent was initially selected for deployment. However, during advancement of the stent through a guide extension catheter, the stent struts encountered resistance against the collar of the guide extension catheter, causing separation from the stent balloon. Subsequently, the procedure was completed using a 24 x 2.75 promus elite drug-eluting stent without further incident. No complications were observed in the patient following the completion of the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that stent dislodgment occurred. During the procedure to treat a moderately diffused lesion in the left anterior descending (lad) artery and right coronary artery, a 38 x 3.50 promus elite drug-eluting stent was initially selected for deployment. However, during advancement of the stent through a guide extension catheter, the stent struts encountered resistance against the collar of the guide extension catheter, causing separation from the stent balloon. Subsequently, the procedure was completed using a 24 x 2.75 promus elite drug-eluting stent without further incident. No complications were observed in the patient following the completion of the procedure. It was further reported that a 24 x 2.75 promus elite drug-eluting stent was initially selected for deployment.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter address 1:(B)(6) hospital.